Event description:
The microcatheter was advanced over the guidewire (device in question) to the lesion, a fistula durale in the meingia media. Approximately 5cm of the guidewire distal tip was reported to break off whilst the guidewire was inside the catheter. The physician did not want to remove the catheter from the "nidus of the fistule" so the embolization was completed using onyx glue. The proximal section of the guidewire was removed from the microcatheter. The distal tip became stuck in the onyx glue in the lesion with approx 5mm protruding into the parent vessel. There was no reported pt injury as a result of this event.